Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. It was observed that when any functional keys are selected, an automatic output of the #6 key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a "keypad doesnt work". Any patient involvement, injury or medical intervention is unknown.